Event description:
The customer reported that during care of a pt they got a persistent red x on the device. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.